Event description:
Boston scientific received information that the patient with this device (model t135) was hospitalized for atrial fibrillation (af). Interrogation of the device found that the patient had received a shock earlier in the month and the shock impedance measurement on the right ventricular defibrillation (rv) lead (model 0147) was below 20 ohms. In addition, there was a warning message that a shorted lead condition had occurred. The 0147 rv lead was being used for defibrillation purposes only. It was also noted that the pacing impedance measurement on an additional pace/sense rv lead (model 4471) was below 200 ohms. No noise was visible on the ventricular or shock channels. The episode was unable to be reviewed as the patient has numerous non sustained ventricular tachycardia (vt) episodes as a result of the af causing rapid ventricular response. A review of the daily measurements also revealed the shock impedance measurements were below 20 ohms. No adverse patient effects were reported. A revision procedure was performed and this device was successfully replaced. Both the defibrillation and pace/sense rv leads had normal measurements when connected to the newly implanted device (model e141) and were left implanted. Defibrillation threshold (dft) testing was performed and the e141 sensed normally and started to charge. During the charge, the device lost telemetry. External defibrillation was used to convert the patient. When telemetry was re-established, a message was displayed that the e141 was in safety mode. The e141 and both rv leads (0147 and 4471) were explanted and will also be returned for laboratory analysis with the t135.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed approximately 84 mm from the terminal pin. Visual inspection noted that the conductor coils were stretched approximately 464 to 510 mm from the terminal pin. There were cuts in the insulation and portions of the insulation were melted due to electrocautery. Resistance testing was completed to assess the electrical performance of the lead segments. Measurements throughout these tests were within normal limits. Laboratory testing was unable to confirm the reported clinical observations of the below 200 ohms pacing impedance measurements.

Event description:
---

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.